Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before an intraocular lens (iol) implant procedure, there was injector problems. One with clogged and the other does not pull the lens out. There was no patient contact. Additional information has been requested and received stated that injector plunger was stuck and not moving. It cannot be used.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of clogged / does not pull the lens; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).